Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had two tears on their driveline and their white power cable drained faster than their black power cable. The system controller was switched out on (B)(6) 2022 and a clamshell repair was considered. Related system controller MFR #: 2916596-2022-14408.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed damage to the silicone jacket on the external portion of the driveline, approximately 0.5" from the proximal end of the controller connector. This damage was also confirmed by an onsite abbott representative. A specific cause for the observed damage could not be conclusively determined through this evaluation. The system controller log file contained data from 09sep2022 through 04oct2022. No notable events or alarms were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20dec2017. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported by the vad coordinator that the controller will be switched out on 04oct2022 but the controller was never exchanged. Instead, a clamshell repair was performed on (B)(6) 2022. No products were returned to abbott and the cleaning of batteries/clips were encouraged.